Manufacturer narrative:
This event was initially considered to be non-reportable. However, after additional evaluation, livanova (B)(4) has determined to re-classify this type of event as reportable. This report is being filed as part of a retrospective review being conducted in response to this new decision. Contact telephone number: (B)(6). Livanova (B)(4) manufactures the electronic venous occluder (evo). The event occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate. The service representative was unable to confirm the reported issue. A mechanical pinpoint calibration was performed successfully 4 times and all connections were checked. The system software was updated and an overall functional check was completed without issue. As the issue could not be reproduced, a root cause was not determined. Device not available for return.

Event description:
Livanova (B)(4) received a report that an electronic venous occluder (evo) displayed an error message during a procedure. The user reported that the error would appear intermittently, whether the clamp was currently in use or not. The report indicated that the clamp was still able to fully occlude the tubing. There was no report of patient injury.